Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during power on, the graphic user interface on a ht70 ventilator froze. The ventilator was not on a patient at the time of the event. The ventilator was evaluated by a medtronic field service engineer and the customer reported issue was not duplicated. The operating software was upgraded and the ventilator passed performance verification tests and calibrations.